Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly. The introducer sheath was advanced beyond the distal detachment tip. The introducer sheath was ovalized in multiple locations. The outer diameter (od) of the ruby coil¿s embolization coil was measured to be within specification. Conclusions: evaluation of the returned device revealed that the ruby coil introducer sheath was ovalized in multiple locations and the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred while packaging the device for return to penumbra. The ruby coil¿s embolization coil was flushed out of its introducer sheath. The outer diameter of the embolization coil was measured to be within specification. Then a demonstration introducer sheath was loaded on the returned ruby coil pusher assembly. The ruby coil was then advanced through a demonstration microcatheter and out of the distal tip without an issue. The reported resistance felt after advancing the ruby coil about a third of the way out of the lantern could not be determined. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left renal vein using ruby coils. During the procedure, the physician successfully deployed and detached five ruby coils in the target location using a lantern delivery microcatheter (lantern). The physician then felt resistance after advancing another ruby coil about a third of the way out of the lantern and therefore, the physician removed and re-sheathed the ruby coil. The physician rinsed the ruby coil in a bowl of saline and then attempted to reinsert it into the lantern; however, resistance was experienced again while advancing about a third of the way out of the lantern. The ruby coil was therefore removed and the procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.